Event description:
IV tubing used to spike large volume fluid. Upon spiking tubing into large volume, the tubing began to leak between the roller clamp and the safety clamp. Lot (10)19065147, exp 06/05/2022. FDA safety report ID# (B)(4).